Event description:
The complaint involved a patient who underwent knee revision surgery, for the second time, on (B)(6) 2014. The revision was the second state of a two stage revision to treat an infection (reference MDR# 1226188-2014-0098 for first revision). In this revision surgery, the femoral component, the tibial locking bolt, the tibial insert and the tibial baseplate were replaced. The femoral component, was revised from a size 5 to a revision femur size 4+, the insert was revised from a 5 x 10mm to a ps-c insert size 4 x 14mm, and the baseplate was revised from a monoblock baseplate to a modular one. Several augments and pegs were also added with the addition of a modular stem. The original patella component was also removed and resurfaced.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.